Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that only the distal portion of the lead was received. Insulation abrasion exposing the outer coil was noted at 6.5 cm to 6.9 cm from the distal tip. The abrasion is consistent with that of exposure to friction with another implantable device. Reliability laboratory technician. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.